Event description:
It was reported that the right ventricular lead showed loss of capture. The pacing was switched from right ventricular to left ventricular lead and the loss of capture dissipated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.